Event description:
In august, 2005 the account generated a negative axsym cmv result on a kidney donor. Upon further testing, the donor serum tested cmv positive. The laboratory ruled out a handling or transcription error. Two kidneys from the donor kidney in 2005. Post kidney trnasplant recipient 1 developed a cmv primary infection. Recipient 1 received a treatment of cyclovir. Recipient 1 tested cmv negative priro to the transplant. No info is available regarding additional testing for the donor or recipient.